Event description:
Caire was notified on 04/04/2008 with the following info. "The pt was breathing through a cannula attached to the liberator. The pt lighted a cigarette and caught fire. The pt was found dead by the authorities several days after the incident. The police confiscated the unit which was intact."

Manufacturer narrative:
Per our info, the user did not follow instructions given in pt operating instructions. Therefore at this point, no further investigation will be conducted by caire unless otherwise advised by the FDA or unless add'l info is received that warrants further investigation.